Event description:
While using the sound processor, the pt reportedly experienced distorted hearing for approximately one week (date not given) followed by a sudden loss of hearing. The pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's ci device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.